Event description:
It was reported that this right atrial (ra) lead exhibited oversensed noise and a sudden increase in impedance measurements to greater than 3,000 ohms in bipolar. It was noted that there was 5% ra pacing, thus pacing inhibition was unlikely. An in-office check revealed a ra threshold measurement of 5v, with a stable unipolar impedance measurement of 300 ohms. Ra lead fracture was suspected, and lead revision was anticipated. On the day of the scheduled lead revision, a venogram revealed that the patient was occluded. The original plan was to surgically abandon and replace the lead. Due to the observed occlusion, the procedure was cancelled before anesthesia could be administered, and the patient was referred to a different facility to schedule lead extraction. This ra lead remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead exhibited oversensed noise and a sudden increase in impedance measurements to greater than 3,000 ohms in bipolar. It was noted that there was 5% ra pacing, thus pacing inhibition was unlikely. An in-office check revealed a ra threshold measurement of 5v, with a stable unipolar impedance measurement of 300 ohms. Ra lead fracture was suspected, and lead revision was anticipated. On the day of the scheduled lead revision, a venogram revealed that the patient was occluded. The original plan was to surgically abandon and replace the lead. Due to the observed occlusion, the procedure was cancelled before anesthesia could be administered, and the patient was referred to a different facility to schedule lead extraction. This ra lead remains in service at this time. No adverse patient effects were reported. According to additional information, this lead was explanted and replaced with a new ra lead. No additional adverse patient effects were reported. As of today, this product has not been returned to boston scientific for further investigation.

Event description:
It was reported that this right atrial (ra) lead exhibited oversensed noise and a sudden increase in impedance measurements to greater than 3,000 ohms in bipolar. It was noted that there was 5% ra pacing, thus pacing inhibition was unlikely. An in-office check revealed a ra threshold measurement of 5v, with a stable unipolar impedance measurement of 300 ohms. Ra lead fracture was suspected, and lead revision was anticipated. On the day of the scheduled lead revision, a venogram revealed that the patient was occluded. The original plan was to surgically abandon and replace the lead. Due to the observed occlusion, the procedure was cancelled before anesthesia could be administered, and the patient was referred to a different facility to schedule lead extraction. This ra lead remains in service at this time. No adverse patient effects were reported. According to additional information, this lead was explanted and replaced with a new ra lead. No additional adverse patient effects were reported. As of today, this product has not been returned to boston scientific for further investigation.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. -- upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the lead was returned in two segments, severed approximately 60 millimeters (mm) from the terminal end during explant. The helix bent and was extended with dried blood/tissue within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 50 mm from the terminal end and environmental stress cracking observed on the surface approximately 200 mm from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic fatigue damage. Analysis concluded that the clinical observations of high out-of-range pace impedance measurements, oversensed noise, and high capture thresholds were likely caused by the confirmed fracture. Correction to h6: removed 9398 and added 9301 for vein occusion. Added f1907 due to lead explant (despite original plan to surgically abandon this lead).